Event description:
The company representative reported that the customer was hospitalized for high blood glucose readings of 500 mg/dl. It was stated that the insulin pump was not delivering insulin to the customer. The symptoms included vomiting, headache, and difficulty breathing. The name of the hospital were the customer is being treated is (B)(6). The high blood glucose readings were being treated with manual injections. The current blood glucose reading was 300 mg/dl. The customer was wearing the insulin pump during the hospitalization. It was also stated that the bolus history does not show anything for the past two days. There were no significant events prior to the hospitalization. The customer stated they were able to complete the rewind sequence. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.